Event description:
It was reported that the controller issued a controller fault alarm. The patient exchanged the backup controller without incident. There was no reported patient injury as a result of this event. The controller was returned to the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The controller passed functional testing. The reported event was confirmed via review of the controller log files, which revealed a "controller fault" alarm on the date of the reported event. Further analysis revealed the controller fault alarm as type "sys_uic_aps_failure"; controller faults of this type are caused by a leaky diode and are highly intermittent. There are no known clinical factors that could have contributed to this event. The most likely root cause of the reported event is a faulty diode. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.